Event description:
Resistance encountered on attempt to remove stapling device. After some difficulty, it was removed and noted that it had only partially fired and none of the staples were completely formed. Cutter had only partially cut through resection margins. Unformed sutures were removed from wound and tissue. Incomplete cut doughnuts of resections margin were excised. Handsewn anastomosis was then completed.